Event description:
Prior to nasal endoscopic surgery, the dr noticed the tip of inner blade was bent when the package was opened. The dr attached the blade to the handpiece and the tip broke when activated. It occurred away from the pt with no impact. The dr replaced the blade and completed the procedure without any problem.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter, despite multiple attempts to obtain the required info. This product was being used for treatment, not diagnosis. The dr did not want to provide medtronic xomed inc. Add'l detailed info because he did not think it was a serious issue. On 5/12/10, add'l info and photos were received indicating that the blade had broken in a manner that produced a device fragment. While our internal complaint data indicates that such fragments are usually easily removed and do not result in any serious injury, there has been at least one past event where intervention (x-rays or add'l surgery) were required to remove a broken blade/bur fragment. To meet FDA expectations of "likeliness" and because of overall concerns regarding device fragments, we are treating this as a reportable event (malfunction), and 5/12/10 as our "became our aware date" (B)(4). A review of the available complaint history indicates no MDR's have been filed for this product. All portions of the blade were received and evaluated indicating there were no unretrieved device fragments. Visual and dimensional inspection showed that the portion of the tip that broke off measured 0.15 x 0.1 inch. Damage to the inner and outer blade teeth indicates that the inner caught the outer blade causing the tip to break at the first proximal valley. Instructions for use statements include, but are not limited to: excessive pressure applied to blade may cause blade fracture. Should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the pt. Unremoved blade fragments may cause tissue damage to the pt. Always inspect the components before and after use for any damage.